Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external outer insulation abrasion that breached the outer insulation and exposed the outer coil, consistent with friction to the device can, proximal to the suture sleeve tie impression.